Event description:
A patient/layperson alleged that her one touch ultra meter was powering off during use despite having replaced the battery. Reportedly, after the issue began in 2009, the patient began sweating, and became lightheaded with blurred vision. The time frame was not provided. A blood glucose test on another meter was reportedly 49 mg/dl. The patient ate to relieve the symptoms. The customer service advocate replaced the products. Because the patient alleged experiencing symptoms that meet the criteria of a serious injury due to her meter powering off, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.